Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer (fse) reviewed the system¿s log files and inspected the system on site, identifying that the flexvision pc was not starting up properly due to an issue with its bios battery. After replacing the bios battery, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the system hangs in the start screen. Several restarts performed without success. The device was not in clinical use. Philips has started an investigation of the complaint.